Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a 37-year-old female patient who had essure (batch no. 623219) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and anger. Concurrent conditions included attention deficit disorder, irritable bowel syndrome, ovarian cyst, ovarian cyst ruptured, perineal pain, incontinence, tonsillectomy, constipation, leiomyoma nos and pelvic pain female. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/psych injury") and depression ("psychological or psychiatric problems condition: depression/psych injury"), 14 days after insertion of essure. In 2011, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel/nickel-diag.post-essure"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine spasm ("uterine cramping"), anger ("psychological or psychiatric problems condition: anger issues"), migraine ("migraines / headaches/migraine"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd/gi conditions"), ovarian pain ("ovary pain/ fallopian tube pain"), adnexa uteri pain ("ovary pain/ fallopian tube pain"), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (ablation in 2014 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, ovarian pain, adnexa uteri pain and abdominal pain had resolved and the menorrhagia, genital haemorrhage, allergy to metals, vaginal haemorrhage, anxiety, uterine spasm, depression, anger, migraine, fatigue, gastrooesophageal reflux disease and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, anger, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, ovarian pain, pelvic pain, uterine spasm, vaginal haemorrhage and adnexa uteri pain to be related to essure. The reporter commented: discrepancy noted:date(s) of insertion: (B)(6) 2009 other findings: the majority of the right essure coil appears to be located outside the right cornual area. The majority of the left coil appears to be within the uterus in the left cornual appear into the endometrial canal. Gross description: metal coil structures, approximately 2.0 cm in length, are present in place at the utero-tubal junction. The left fallopian tube was occluded with the essure coil and there were 5 trailing coils noted into the endometrial cavity. The same procedure was carried out using the essure system on the right side where the coil was plated and 2 remaining coils were left trailing into the endometrial cavity. Findings: there was no evidence of any protrusion of the essure coils through the wall of the fallopian tube on either side. Patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), nickel allergy, gi conditions, fatigue, headaches, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: other (please describe) it was fine looks fine. Imaging procedure - on (B)(6) 2009: essure confirmation test unspecified- bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, depression lot number: 623219, manufacture date: 2009-03, expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received- new events abdominal pain and headaches were added. The outcome of event pelvic pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping) was updated from unknown to recovered. Implant date was updated. Product indication was updated. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain/I have been having a lot of pain on my left side'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a 37-year-old female patient who had essure (batch no. 623219) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and anger. Concurrent conditions included attention deficit disorder, irritable bowel syndrome, ovarian cyst, ovarian cyst ruptured, perineal pain, incontinence, tonsillectomy, constipation, leiomyoma nos and pelvic pain female. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/psych injury") and depression ("psychological or psychiatric problems condition: depression/psych injury"), 14 days after insertion of essure. In 2011, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel/nickel-diag.post-essure"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine spasm ("uterine cramping"), anger ("psychological or psychiatric problems condition: anger issues"), migraine ("migraines / headaches/migraine"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd/gi conditions"), ovarian pain ("ovary pain/ fallopian tube pain"), adnexa uteri pain ("ovary pain/ fallopian tube pain"), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (ablation in 2014 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, ovarian pain, adnexa uteri pain and abdominal pain had resolved and the menorrhagia, genital haemorrhage, allergy to metals, vaginal haemorrhage, anxiety, uterine spasm, depression, anger, migraine, fatigue, gastrooesophageal reflux disease and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, anger, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, ovarian pain, pelvic pain, uterine spasm, vaginal haemorrhage and adnexa uteri pain to be related to essure. The reporter commented: discrepancy noted:date(s) of insertion: (B)(6) 2009, (B)(6) 2009 other findings: the majority of the right essure coil appears to be located outside the right cornual area. The majority of the left coil appears to be within the uterus in the left cornual arear into the endometrial canal. Gross description: metal coil structures, approximately 2.0 cm in length, are present in place at the utero-tubal junction. The left fallopian tube was occluded with the essure coil and there were 5 trailing coils noted into the endometrial cavity. The same procedure was carried out using the essure system on the right side where the coil was plated and 2 remaining coils were left trailing into the endometrial cavity. Findings: there was no evidence of any protrusion of the essure coils through the wall of the fallopian tube on either side. Patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), nickel allergy, gi conditions, fatigue, headaches, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 63.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: other (please describe) it was fine looks fine. Imaging procedure - on (B)(6) 2009: essure confirmation test unspecified- bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, depression. Lot number: 623219 manufacture date: 2009-03 expiration date: 2012-03 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: follow up received from social media. Reporter was added. Verbatim term pain/pelvic pain was updated to pain/pelvic pain/I have been having a lot of pain on my left side. On 30-mar-2020: pfs received. Patient's weight was added. On 23-mar-2020: follow up received from social media. Reporter was added. No new information was received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia') and genital haemorrhage ('abnormal bleeding (general') in a 37-year-old female patient who had essure (batch no: 623219) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and anger. Concurrent conditions included attention deficit disorder, irritable bowel syndrome, ovarian cyst, ovarian cyst ruptured, perineal pain, incontinence, tonsillectomy, constipation, leiomyoma nos and pelvic pain female. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"), 5 months 23 days after insertion of essure. In 2011, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping"). In 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"), uterine spasm ("uterine cramping"), anger ("psychological or psychiatric problems condition: anger issues"), migraine ("migraines / headaches"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), ovarian pain ("ovary pain/ fallopian tube pain") and adnexa uteri pain ("ovary pain/ fallopian tube pain"). The patient was treated with surgery (ablation in 2014 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, allergy to metals, vaginal haemorrhage, dyspareunia, anxiety, uterine spasm, depression, anger, migraine, fatigue and gastrooesophageal reflux disease outcome was unknown and the ovarian pain and adnexa uteri pain had resolved. The reporter considered allergy to metals, anger, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, migraine, ovarian pain, pelvic pain, uterine spasm, vaginal haemorrhage and adnexa uteri pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: on (B)(6) 2009. Other findings: the majority of the right essure coil appears to be located outside the right cornual area. The majority of the left coil appears to be within the uterus in the left cornual arear into the endometrial canal. Gross description: metal coil structures, approximately 2.0 cm in length, are present in place at the utero-tubal junction. The left fallopian tube was occluded with the essure coil and there were 5 trailing coils noted into the endometrial cavity. The same procedure was carried out using the essure system on the right side where the coil was plated and 2 remaining coils were left trailing into the endometrial cavity. Findings: there was no evidence of any protrusion of the essure coils through the wall of the fallopian tube on either side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2009: results: other (please describe) it was fine looks fine. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, depression. Lot number: 623219, manufacture date: 2009-03, expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a (b))(6) female patient who had essure (batch no. 623219) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and anger. Concurrent conditions included attention deficit disorder, irritable bowel syndrome, ovarian cyst, ovarian cyst ruptured, perineal pain, incontinence, tonsillectomy, constipation, leiomyoma and pelvic pain female. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"), 5 months 23 days after insertion of essure. In 2011, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), ovarian pain ("ovary pain/ fallopian tube pain"), uterine spasm ("uterine cramping"), anger ("psychological or psychiatric problems condition: anger issues"), migraine ("migraines / headaches"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and adnexa uteri pain ("ovary pain/ fallopian tube pain"). The patient was treated with surgery (ablation in 2014 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, allergy to metals, vaginal haemorrhage, dyspareunia, anxiety, uterine spasm, depression, anger, migraine, fatigue and gastrooesophageal reflux disease outcome was unknown and the ovarian pain and adnexa uteri pain had resolved. The reporter considered allergy to metals, anger, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, migraine, ovarian pain, pelvic pain, uterine spasm, vaginal haemorrhage and adnexa uteri pain to be related to essure. The reporter commented: discrepancy noted:date(s) of insertion: (B)(6) 2009, (B)(6) 2009 other findings: the majority of the right essure coil appears to be located outside the right cornual area. The majority of the left coil appears to be within the uterus in the left cornual arear into the endometrial canal. Gross description: metal coil structures, approximately 2.0 cm in length, are present in place at the utero-tubal junction. The left fallopian tube was occluded with the essure coil and there were 5 trailing coils noted into the endometrial cavity. The same procedure was carried out using the essure system on the right side where the coil was plated and 2 remaining coils were left trailing into the endometrial cavity. Findings: there was no evidence of any protrusion of the essure coils through the wall of the fallopian tube on either side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2009: results: other (please describe) it was fine looks fine. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, depression quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs and mr received. Lot number added. Event injury was updated and new events: abnormal bleeding (general),abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity, reaction type: nickel, psychological or psychiatric problems condition: anxiety and depression. Anger issues, migraines / headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), ovary/ fallopian tube pain, fatigue, gastrointestinal or digestive system condition type: gerd, uterine cramping were added. New reporters, plaintiffs information were added. Concomitant conditions and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.